Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported melted plastic near connector port of this inform meter. Reported burning smell coming from meter when docked in base. No burning or melting found in the base. No adverse event reported. A request was made for the return of the meter, replacement sent.